Event description:
The error message "the database is incompatible" occurred on a tablet programmer. After attempting a reboot of the tablet, the message still appeared. The error occurred while attempting to interrogate a generator. The physician feels the error may be due to a recent upgrade to the tablet software. The tablet programmer has been returned to the manufacturer where analysis is currently underway. Of note, the tablet was received damaged due to inadequate packaging.

Event description:
Analysis identified that the tablet would display an incompatible database error during startup. The cause for the anomaly was associated with an incomplete software upgrade from version 10 to version 11. During the upgrade, the version 10 database was not migrated properly, and as a result it was incompatible with the version 11 software.